Event description:
The manufacturer received information alleging issues with a simplygo mini,extended battery. There was no report of serious harm or injury. The manufacturer received the device for investigation. The manufacturer confirmed the complaint and replaced 1131554b, 1131550b, 1140694b, 1140695, 1124287b, and 1124257b. Found sieve beds with low o2, o2 side check valves malfunctioning, airside manifold chirping, pilot valves causing cycling error, main pca has low flow, compressor lead wire damaged. Updated simplygo mini software

Manufacturer narrative:
H3 other text : device serviced by third party service center

Manufacturer narrative:
In box d "product UDI (rfb)" section has been corrected. The UDI in section was previously reported in the incorrect format. The UDI information has been updated to the correct format.